Event description:
It was reported that using an unspecified artery access approach during a procedure of the proximal diagonal artery, the xience prime stent delivery system (sds) was advanced but could not cross the target lesion. During device removal, resistance was felt with the vessel and the guiding catheter and after removal from the anatomy, the stent was noted to have a flared strut. The patient was treated with an unspecified stent. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Stent damage was confirmed. Failure to advance and difficult to remove/vessel resistance could not be replicated in a testing environment as it was based on operational circumstances. Additionally, difficult to remove/guiding catheter resistance could not be tested/confirmed due to the condition of the returned device. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.